Event description:
An occlusion event was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by reloading the existing cartridge and resuming insulin use; no additional assistance was necessary, and the case was closed by cts.